Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the patient experienced an issue that one-infusion set was fell off during use and infusion set is used for less than 24 hours. The blood glucose level was 140 mg/dl. No further information available.